Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed exiting the cartridge pigtail. Reportedly, customer changed the cartridge. Tandem technical support reviewed the air-removal technique with the customer. There was no reported impact to customer's blood glucose.